Manufacturer narrative:
Initial and final MDR 1875264 - MDR 3003442380-2024-04659 - device 3 of 3

Event description:
Unomedical reference number (B)(4). Event occurred in canada it was reported that patient faced three infusion set cannula bent events between (B)(6) 2024. Event occurred within three hours of insertion. The insertion site was at abdomen for two events and lower back/upper hip foe the third event. The blood glucose levels were normal for two events and went up to 19 mmol/l for the third event. Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.